Manufacturer narrative:
The device was not returned to resmed. A resmed product specialist went through the troubleshooting steps with the customer. It was found that the system fault 223 was a single occurrence and could not be reproduced after reboot of the device. Based on all available evidence, the system fault 223 could be related to the patient circuit not being fully connected to the device which would not allow the pressure to reach the device's value. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 223) indicating a positive end expiratory pressure (peep) blower failure occurred. There was no patient injury reported as a result of this incident.